Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Brand name: unknown / not provided. Model #: unknown/ not provided. Serial#: unknown/ not provided. Catalogue#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. Device evaluation: the phaco handpiece unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the phaco handpiece could not be reviewed because the customer could no longer determine which of the handpieces in use at the location was used during the surgery. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the surgeon noticed a corneal burn of one of her patients during surgery. The surgeon was able to complete the procedure. Only the first patient of the surgery day was affected. Through follow up we learned that there were no negative effects for the patient at the moment. Error message ¿error 204 phaco handpiece error¿ was shown during the surgery. No further information is available. A separate report will be submitted for the veritas vision system console.